Event description:
It was reported that before an unk procedure, the proximal part of the tissue pad was detached. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the device, no device will be returning.

Manufacturer narrative:
(B)(4). Information not available; device not returned for analysis.